Event description:
A malfunction alarm was reported due to a code labeled malf 16, indicating the need for pump replacement. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent under warranty and instructed the customer on how to put the malfunctioning pump into storage mode before returning it. The customer agreed to return the pump using a prepaid label within 10 days and planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.